Event description:
The size of nail the surgeon needed was unavailable. As a result, the surgeon felt forced to ream an additional 1mm of bone from the pt's femur to accommodate a larger nail. Additionally, the surgeon feels the additional reaming may have contributed to the pt's current pulmonary distress.

Manufacturer narrative:
This report will be amended when our investigation is complete.